Manufacturer narrative:
Summary of evaluation:the result of the evaluation suggest the event was attributed to a less than optimum design. Corrective action has been implemented to preclude this event in the future.

Event description:
Handle is cracked. This event did not occur during surgery.